Event description:
It was reported that difficulty was encountered during insertion of the iab. Because of the inability to complete the insertion, the iab was removed and replaced. There were no pt complications.